Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they had increased the stimulation this week and they had no sensation. The patient said they were sent for an x ray to check the lead yesterday, and they are calling to check their results. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient reported that after the x-ray, the healthcare provider (hcp) confirmed that the lead was misplaced. Therapy was off at the moment the patient would have the surgery to relocate the lead on (B)(6). Additionally, the patient mentioned having the same symptoms as before since the implant.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34x37 implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.